Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and a new lead was implanted. The lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on b2: outcomes attrib to adv event.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and a new lead was implanted. The lead will not be returned for analysis. No additional adverse patient effects were reported.